Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawer 5.2 had multiple pockets that were not detected on the bus. The field service engineer (fse) re seated the row board cable connections and replaced the suspected main pyxibus cable, which had deep creases. The customer tested the station and confirmed that it was operating satisfactorily. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. Half height drawer constantly failed and had an issue with connection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.